Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that a piece of the dissector disengaged during use, there was no patient injury. Another dissector was opened and used to complete the procedure. Additional questions have been asked in regard to the device and incident.

Manufacturer narrative:
Additional information evaluation summary: one sonicision cordless ultrasonic dissector was returned for evaluation. Visual inspection of the disposable hand piece revealed that the waveguide had fractured and the tip had broken off. The broken piece was returned with the device. The customer reported that component disengaged. The reported condition was confirmed. The waveguide was inspected under magnification to identify the point of initial contact that caused the fracture and eventual break. Investigation personnel concluded that the titanium waveguide was in use when it fractured. Further investigation revealed that the waveguide was excessively torqued to the side during use causing it to come in contact with the moving jaw of the device while it was being activated. This contact caused the waveguide to crack and eventually break off. The investigation identified the root cause of the reported event to be user error. The device instructions for use currently contain a warning against contact between the dissector tip and metal objects (hemostats, clips, staples, retractors, etc.) During activation. This issue is specific to ultrasonic dissectors. The IFU notes that device users should visually inspect all system components for breaks, cracks, nicks, or other damages prior to use. IFU also states: do not use damaged components. Use of damaged components may result in injury to the patient or user. If information is provided in the future, a supplemental report will be issued.

Event description:
The reporting person said: broke active part. There was need of replacement. According notifier, no injury. No permanent damage. There was no excessive bleeding. There was no increased surgical time. There was no increased hospitalization. New information from the customer stated the procedure was for endometriosis. Patient age is (B)(6) years old. Another dissector was used for the procedure. Nothing fell into patient cavity.